Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #:515056, batch#:2405308. Verbatim: (B)(6) 2025: patient came into clinic for a pump check due to the pump leaking. Per patient, the leak occurred this morning when she was washing dishes. She felt wet on her abdomen, lifted up her shirt and saw the n40-0 locking injector and pump disconnected. She reattached it immediately and came straight to the office (no more than 20 minutes passed between event and reaching rn). Rn assessed site with patient. Patient noted the leak occurred where the white cstd (n40-0) attaches to the pump. Rn noted the blue shell was still intact with tape around it. Rn also noted that the port line was back-flowed with blood. Rn called pharmacist to bedside. Pharmacy assessed pump and noted that pt¿s quick reaction led to nearly no loss of 5fu medication. Rn removed the pump so pharmacy could attach new cstd piece to pump. Positive blood return noted in port. Patient skin showed no signs of irritation and she was cleaned before placing pump back on. Pharmacist states pump is working properly, port was flushed again, and the pump was reattached. Leadership and md notified.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: multiple products were provided to our quality team for investigation, including the locking injector and mating tubing along with a second injector assembled with a connector and unknown device. The products were visually inspected, no damage was observed on any of the devices and it was verified the luer of the injector could properly connect to the mating components. Dimensional testing was performed on the luer threading of the injectors, verifying all critical dimensions are within specification. A device history review was performed for reported lot 2405308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. The product was visually inspected and no defects were identified. Dimensional testing was performed and confirmed all critical dimensions are within specification. Product undergoes a series of visual and functional evaluations throughout the manufacturing process. Records were reviewed for the reported lot and no issues related to this incident were identified. Based on our quality team's investigation, a root cause related to our manufacturing process cannot be established at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.